Event description:
It was reported that during a lap sigmoidectomy, three clips were malformed when the device was fired on a vessel. After that the jaws would not open and the device could not be released from the vessel. The device was removed by cutting both sides of the jaw after clipping with another device. It was unknown which firing this event occurred on. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed.